Manufacturer narrative:
The insulin pump powered up properly after battery installation and no display anomalies were noted. The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump passed leak test. No damage or moisture damage on keypad assembly. The insulin pump was received with all buttons responding properly. No unlocked keypad connector. No button keypad anomalies noted. The insulin pump had minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had display anomaly and unresponsive buttons. It was reported that the battery was replaced, but the issues persist. It was reported that the pump would be replaced and returned for analysis. No further information provided.